Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in a shunt in a severely tortuous and mildly calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.